Event description:
The customer reported approximately 5 mls of clear fluid leaked inside the probe of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak through the tubing in pinch valve (pv37). The fse replaced the tubing and the instrument performed without leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).